Manufacturer narrative:
Initial 1 of 2. (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported on (B)(6) 2026 that the patient's two infusion sets cannula was bent, leading to a high blood glucose level and treated with insulin pump.